Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection and functional/performance evaluation: the sample was not returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could cause the guidewire to break. The root cause for the vessel perforation is unknown. It is unknown whether user related issues contributed to the vessel perforation. Labeling review: the current instructions for use (IFU) states: adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. Advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after a recanalization catheter had been activated for approximately two minutes, the catheter was being retracted when it perforated the vessel wall and 1mm of the guide wire detached. The guide wire detached segment remains in the rigid lesion as the health care professional decided to not retrieve it. A micro catheter was used to cross the lesion and extended balloon inflation was performed to tamponade the vessel. There were no reported adverse clinical sequelae.